Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removal'). In a female patient who had essure inserted for female sterilisation. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea.') And abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, dysmenorrhea, paratubal cyst, follicular cyst of ovary, gravida ii, parity 2, fatigue, hair loss, migraine and libido decreased. In 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (d&c. And laparoscopic bilateral salpingectomy ,laparoscopic-assisted vaginal hysterectomy,left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, abnormal uterine bleeding and pelvic pain outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2020 patient thought pelvic pain was due to the essure coils that were in situ and underwent laparoscopic-assisted vaginal hysterectomy and left oophorectomy. Findings of the procedure : essure coil visible protruding from the left cornu. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: final diagnosis 1) "left tube", salpingectomy: fallopian tube without specific histologic abnormality. 2) "right tube", salpingectomy: fallopian tube without specific histologic abnormality; benign paratubal cyst. 3) "uterine contents", d&c: secretory endometrium; on (B)(6) 2020: final diagnosis: laparoscopic assisted vaginal hysterectomy: uterus and cervix with mild chronic cervicitis, proliferative endometrium, and two coiled essure devices. Left ovary with multiple follicular cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received- event medical device removal updated to dysmenorrhea. Event abnormal uterine bleeding and pelvic pain female added. Reporter, race, lab data, medical history, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.